Event description:
The device ws used during a low anterior resection procedure. Reportedly, the staple line was incomplete and the instrument paritally. The surgeon applied another device to complete the procedure. The hospital has reported no patient injuries.